Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead could not be fixed. The lead was not used and the patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis. The damage found was sustained during surgical procedure. The lead was otherwise normal.